Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Maude report number mw5089784 was received.

Event description:
Related manufacturer reference number: 2938836-2019-15158; 2938836-2019-15196; 2938836-2019-15197. It was reported that the patient's crt-d system exhibited several failures. The patient reported that he went to the emergency room after being in atrial fibrillation and that the device did not bring his heart rate down. It was also alleged that his merlin at home transmitter sent a transmission to the physician but did not trigger a patient notifier alert. The patient also alleged experiencing diaphragmatic stimulation that could not be resolved. It was suspected that the there was a possible malfunction of the leads that could have caused premature battery depletion. The patient has discomfort while laying down and feels a poking sensation. Further information about the event was requested but was unavailable.

Event description:
New information received notes that during a follow up in clinic, the patient was concerned that his implantable cardioverter defibrillator was on the advisory for premature battery depletion, although there was no elective replacement indicator (eri) alert or allegation of premature battery depletion. There was no reproducible diaphragm stimulation. The left ventricular outputs were left as originally programmed. The patient was stable.